Manufacturer narrative:
After receiving this complaint, we searched for other complaints, and we didn't find other complaint on the lot number 9240219. Checking the quality databases did not reveal any anomaly in relation to the described defect. We received 2 photos and one hair was observed inside the inner packaging. We received investigation from our subcontractor : "actions have been put in place since april 2021 concerning the presence of hair (reinforced control before and after sheathing and before and after the corking rope) and these actions are carried out until today." In addition, our subcontractor has re-sensitized production operators about "hair presence and decontamination" in september 2023.

Event description:
According to the available information a foreign hair like particle is inside the sterile package. The device was not used.